Event description:
It was reported that during a therapeutic laparoscopic liver cyst unroofing (hepatic cyst fenestration) procedure, while using the sonicbeat energy device, the distal end pad reportedly peeled off. The detached component remained attached to the device and did not fall into the patient. The procedure was completed using an olympus backup device. The patient was under sedation during the procedure. There was no procedural delay, patient injury, or adverse event reported in association with this event.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.